Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the catheter broke inside of the patient. All pieces were retrieved without incident. Patient status is listed as "okay".